Event description:
Additional information from the consumer reported that the step taken after the issue was discussed was that she increased stimulation.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0y421, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A consumer reported that they had a loss of therapy. It was noted that the patient had a returned of symptom of diarrhea on the day of the reported. It was indicated the patient was on program 1 at 2.6 volts and the ins (implantable neurostimulator) was on. The patient increased stim to 2.9v and stated he could felt stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indication for use for this patient was gastrointestinal/pelvic floor.